Manufacturer narrative:
Correct information: outcomes attributed to adverse events. Other serious.

Manufacturer narrative:
Samples received: 8 unopened pouches and 1 opened. Analysis and results: there are no previous complaints of this batch. Manufactured and distributed in the market (B)(4) units of this batch. There are no units in stock. Received eight closed samples and one open and used sample with the thread broken. Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements: 7.67 kgf in average and 7.02 kgf in minimum. Degradation test results conducted on the closed samples received fulfil b. Braun surgical (bbs) requirements. In the degradation test, threads are introduced in a 0.9 % nacl solution at 37ºc for 14 days. After this period, the knot pull tensile strength of the thread is tested. The results for the closed samples received are 6.32 kgf in average and 5.67 kgf in minimum. Bbs requirement is 4.29 kgf in minimum. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b.braun surgical requirements. Remarks: when working with safil suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause the material to be damaged by being crushed or kinked. For this indication (abdominal wall closure), we recommend using a monoplus (long-term absorbable suture) or monomax (extra long-term absorbable suture) instead of safil (mid-term absorbable suture). To request alternative references, please contact the product manager. Final conclusion: although the results of the closed samples received fulfil the specifications of b. Braun surgical, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that three weeks after surgery a female patient had a wound dehiscence and a intestinal loop. The patient received an emergency operation (standard procedure). The physician reported that the end of the thread looked cleaved and cut through.